Event description:
During femoral arteriotomy closure. The device was deployed the user felt a good "snap" upon deployment (tactile feedback typical of normal device function). Upon removal of the device, the user noticed that there was no capture of arterial tissue by the suture on one side. When the device was removed, it was noticed that one arm was missing. Fluoroscopy was used to identify the arm in the tissue tract. The arteriotomy was closed using compression and the arm was removed from the subcutaneous tissue using forceps 2 hrs later.